Manufacturer narrative:
(B)(6). (B)(4). Product analysis:visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload.

Event description:
It was reported that intra-op, the tip of the instrument got broken. The product came in contact with the patient. No fragment of the broken instrument remained inside the patient. No patient complications were reported as a result of this event.